Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was not charging and was non-functional. It was also reported that the treatment given provided a mild relief and there was a tenderness over the ipg site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.